Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter. Additionally, the receiver (lot number 140514405) was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A sensor (lot number 5202626) was also returned, however, an investigation was not completed because it was determined to be unnecessary as it is unrelated to the alleged complaint.

Manufacturer narrative:
(B)(4). Additionally the receiver (s/n (B)(4)) that was used with the complaint device has been received for evaluation on 2/17/2015 and reported separately in report MFR no. 3004753838-2015-78270.

Event description:
Study coordinator contacted dexcom on behalf of the patient on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a permanent out of range signal. The complaint device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.